Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), experienced significant pain to the point of crying and expressed confusion about how to use the equipment. The pain reportedly began since the trial on september 17th. The patient mentioned that during a 7-day follow-up appointment, they were informed that the stitching would be removed, but they had not been contacted or instructed on how to operate the equipment. The patient confirmed that the stitching had been removed. The patient was advised to contact their healthcare provider for further assistance. The reason for call was pt said they needed to increase their therapy since they were experiencing pain; the pain had been going on for the last 3 days and it was real bad. Pt noted when they went to pick up the equipment it had them give a serial number or password number but they got lost. During call agent instructed pt to use their equipment to adjust therapy but the communicator was flashing yellow. Agent instructed pt to charge the communicator and pt was trying to plug the black usb c cord instead of the micro usb cord. Pt plugged the communicator to the micro usb cord and it was able to get the communicator to start charging. When the pt was trying to connect to the their handset it had them scan their code; pt was able to connect. Agent reviewed how to adjust therapy. The troubleshooting steps that were taken on the call resolved the issue. Patient called back stating that they are having the issue again where the app makes them scan the code to adjust therapy. Agent walked caller through restarting the handset and resetting the communicator and caller stated they are getting no device found- agent asked caller to confirm communicator was turned on. Caller stated they see a flashing yellow light. Agent reviewed communicator needs to be charged. Caller connected charging cable and confirmed they were able to connect. Agent had caller power off and open the app again and it connected with no errors. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed best practice to always close app and power handset off completely between use. Caller mentioned if they turn stim too high they feel electricity in their legs. Caller then stated they are not getting therapeutic benefit at all and wanted to set up appointment for re programming. Caller stated they have tried all 3 groups and still no results. Agent redirected to hcp.